Event description:
It was reported right hip revision surgery due to adverse reaction to metal debris, leg length inequality, right hip pain, pseudotumor.

Manufacturer narrative:
The device, intended for use in treatment was not returned for evaluation, reporting event could not be confirmed. The device was manufactured in 2011. A clinical evaluation indicated that his pain is most likely associated with adverse reaction to his prosthesis; most likely with the modular neck. Elevations in metal ion levels, effusion, and hypertrophy of the synovium are consistent with findings associated with an armd. Without the pre-revision x-rays, it cannot be determined whether the greater trochanter fracture occurred pre-revision, or as a result of using the mallet. Without post-implantation x-rays to determine initial anatomical placement and any micro-motion over time, it cannot be ruled out the undersized femoral component and its varus position as contributory factors; as well as the noted modular neck which the surgeon suspects as the source for the metal debris. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported reactions cannot be confirmed, nor concluded that the reported clinical reactions were associated with a mal-performance of the implants. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. Factors and/or potential causes that could contribute to the reported event have been identified as undersized femoral component, varus, incorrect materials, and material composition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, the reported elevations in metal ion levels, effusion, and hypertrophy of the synovium are consistent with findings associated with an armd. Without the pre-revision x-rays, it cannot be determined whether the greater trochanter fracture occurred pre-revision, or whether it occurred as a result of using the mallet to ¿backslap the femoral component out of the intramedullary canal of the femur.¿ additionally, without post-implantation x-rays to determine initial anatomical placement and any micro-motion over time, it cannot be ruled out that the reported undersized femoral component and its varus position were contributory factors to the reported issues as well as the noted modular neck of the femoral stem which the surgeon suspects as the source for the metal debris. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implants. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and the reported elevations in metal ion levels, effusion, and hypertrophy of the synovium are consistent with findings associated with an adverse reaction to metal debris. Without the implantation and pre-revision x-rays to determine initial anatomical placement and any micro-motion over time, it cannot be ruled out that the reported undersized femoral component and its varus position were contributory factors to the reported issues as well as the noted modular neck of the femoral stem which the surgeon suspects as the source for the metal debris. Also, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implants. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that revision surgery was performed due to adverse reaction to metal debris, leg length inequality and right hip pain. Femoral head was removed.